Event description:
The pt reportedly had a loss of stimulation. An advanced bionics representative performed device evaluation. The leads exhibited high impedances on several contacts. A revision surgery will be scheduled.